Manufacturer narrative:
The pump was not returned to mmd for evaluation. A DHR review was completed and did not show the currently reported issue. Because the device was not returned to mmd for evaluation, an investigation could not be completed. This report is being filed for the reported delay in therapy that the patient experienced as a result of the complaint.

Event description:
The initial reporter stated that the pump was alarming error code 10 persistently. They stated that this resulted in a twelve-hour delay of therapy, and that they are not able to supplement via another feeding method. Mmd did follow up with the initial reporter and they reported that there was no adverse effect to the patient. They did not provide any additional information. (B)(4).